Event description:
Complaint is reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The index procedure treated the fibrotic target lesion located in the left circumflex (lcx) artery. The physician attempted to place a 2.25x12mm taxus liberte stent but was unable to cross the target lesion. The procedure was successfully completed with another 2.25x12mm taxus liberte. No patient complications occurred and the patient's condition was listed as "stable". However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on rows 1 to 4 were pulled distally. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The distal end of the tip was slightly discoloured to reflect a light pink colour. This type of damage is most likely due to resistance against calcification upon attempts to cross the lesion. Solidified blood was present within the inflation lumen, indicating the device had been used in vivo. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).